Event description:
Volume discrepancy was reported. The patient experienced increased spasm in her lower leg and was seen for withdrawal symptoms in the hospital (exact date unknown) where she was treated and then transferred to her doctor for a refill on (B)(6) 2012 that the actual residual (arv) was 0.2ml, which was less than the expected residual volume (erv) which was 1.2ml. It was later reported by the health care provider (hcp) that the cause of the volume discrepancy was unknown, the plan was to check the pump and patient at the next appointment. No interventions done. The patient outcome was listed as no injury. It was then reported by hcp a second volume discrepancy occurred (B)(6) 2012, arv was 6ml, erv was 9.2ml. Hcp recommended pump replacement. No date provided. No patient symptoms reported. The device system was used to infuse baclofen. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2004. (B)(4).